Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would perpetually reboot. The receiver download was unable to be retrieved. The reported event of the receiver in debug mode was undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that g6 receiver was in debug mode. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.